Manufacturer narrative:
Qc was within established ranges before and after the event. A field service engineer (fse) replaced the crem module. Root cause of the event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high creatinine (crem) results generated by the unicel dxc 800 pro synchron clinical systems for multiple patients. The high crem results were reported out to the ER and they had the lab to re-test the patients' samples. Repeated results were lower and corrected reports were sent. Patient treatment was not affected in connection with this event.